Event description:
Event description guidant received information that this lead broke during the associated pacemaker change out. Additional information from the field indicates that the lead was tested prior to sewing up the pocket with the chronic device, the psa, and the new device. No lead issues were noted during the testing; however, the patient was asystolic during pocket closure. The lead was then inspected and a fracture was noted, the field representative suspects the the insulation and one of the conductors was cut. The proximal section of the lead was explanted and is being returned for analysis.